Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing. Patient isometrics were performed to test the lead and the noise could be reproduced with positional changes. Technical services (ts) discussed possible causes of the noise, including an electrode fracture. Additionally, the patient received an inappropriate shock due to noise and oversensing. The patient reported having pain and blacking out for a short time. Tachycardia therapy was subsequently programmed off and the patient was fitted with a life vest. Additional information was received which reported that the device was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing. Patient isometrics were performed to test the lead and the noise could be reproduced with positional changes. Technical services (ts) discussed possible causes of the noise, including an electrode fracture. Additionally, the patient received an inappropriate shock due to noise and oversensing. The patient reported having pain and blacking out for a short time. Tachycardia therapy was subsequently programmed off and the patient was fitted with a life vest. Additional information was received which reported that the device was later explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.